Event description:
In this event it was reported that dentist perforated a tooth with a profile gtx file, resulting in the need for medical/surgical intervention to preclude permanent damage to a body structure.

Manufacturer narrative:
While there is no indication that the file malfunctioned, a serious injury resulted in this case. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The product will not be returned for eval because the doctor disposed of the file.